Manufacturer narrative:
Device evaluation: one device was returned for investigation. Tamper seals were still intact. Visual inspection noted that only the device "tower" was returned but was in good ("brand new") condition. Functional testing found a cracked return tube assembly that caused water to leak from the outer heater tube at the connection to the motor. The complaint was confirmed. Root cause was attributed to the clamp otiker rings not being clamped properly. In addition a return tube design fault was found. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The clamps and return tube assembly were replace. The device passed all functional testing after the completed repairs.

Manufacturer narrative:
UDI section is unknown, no product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a test the device was leaking water at the bottom from within the case. No patient involvement.